Event description:
It was reported that during inventory inspection due to a cirs alert notification it was found that the protection cap of on ez-io needle has come loose. Additional information received with complaint notification: needles are stored in its original box until delivery to the rescue station. Afterwards they are stored in its single packaging at the rescue station and the rescue vehicle (emergency backpack - module bag).

Manufacturer narrative:
(B)(4). The DHR file is not available for review. Received one (1) 9001p-EU-005, ez-io 25mm needle + stabilizer bx/5 (EU), representative sample for investigation purposes. A visual inspection was performed upon receipt to determine if the representative sample had been subjected to any misuse/abuse/damage. Visual inspection confirmed the needle guard was not attached to the needle set. No other discrepancies were noted at visual inspection. Due to the nature of the complaint, the needle pouch was pressure bubble tested under water to standard, "astm d2096 f2096-11". The pouch did not leak. The pouch sterility barrier had not been compromised. Certificate of compliance certifies that the aforementioned lot meets the (B)(6) quality system requirements and specifications. This product has been manufactured and controlled by (B)(6) in accordance with the FDA qsr and iso 13485:2003. A review of the certificate of conformance found that the needle set passed all the release criteria. The device was released in 12/2017 and is approximately 1.5 years old. The complaint has been confirmed. Additional testing to standard "astm d2096 f2096-11" did not reveal any leaks in the pouch. Athlone (legal manufacturer) has issued a non-conformance (B)(4) to address the needle puncture issue. The complaint was confirmed. The protective needle cap has been dislodged from the needle set. However, evidence of a protruding needle which jeopardizes the sterility barrier could not be confirmed via bubble testing to standard "astm d2096 f2096-11" athlone has issued (B)(4) to address protruding needles through the sterility barrier.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during inventory inspection due to a cirs alert notification it was found that the protection cap of on ez-io needle has come loose. Additional information received with complaint notification: needles are stored in its original box until delivery to the rescue station. Afterwards they are stored in its single packaging at the rescue station and the rescue vehicle (emergency backpack - module bag).